Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the wake button was not working. Customer reverted to an alternative method of insulin delivery. Customer¿s blood glucose level was 64 mg/dl.